Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal dilator would not stay snapped into the arteriotomy locator. The procedure was a left heart catherization (lhc)there were no injuries reported. A new angio-seal was used. The patient was in stable condition. Additional information was received on 07aug2019. A 6fr sheath was used. A groin shot was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 6 fr angio-seal evolution device was received for product evaluation. The arteriotomy locator was returned mated with hemostasis sheath. Visual inspection revealed that the arteriotomy locator was mated properly with the hemostasis sheath. Upon microscopic inspection, a slight kink was noticed at the blood inlet holes of the sheath-locator assembly. No other visual anomalies were noted with the assembly. For dimensional testing, the puncture snaplock hub dimension and the cap hemostasis sheath hole ID was measured. The critical area on the snaplock hub- large diameter was measured to be 0.147''and was found within specification; the hemostasis sheath cap hole ID was measured to be 0.145'' and was found within specification. The locator and sheath were disassembled and visually checked for damage or deformation. For functional testing, the hemostasis sheath and locator attempted to be snapped back in again. There were no anomalies noted. The locator snapped in the sheath hub cap as intended. For further investigation, the sample was provided to terumo puerto rico to investigate. According to this investigation, a review of DHR for the 6f molded puncture locator, part number 100001122, 6f molded puncture locator, batch 06095645 was conducted and concluded that all manufacturing requirements for puncture locator process. There were no nonconforming material reported associated with this batch, or the associated components. As per the functional testing, samples were verified mating on the chu between the hemosheath and the puncture locator hub. The puncture locator snaps correctly in place with the sheath sample. As per chu functional testing, it is established that the parts snap correctly with each other. However, the complaint establish that parts did not stay snapped together. An investigation executed and according to this investigation conducted; the method, manpower, material, equipment, and environment did not identify a root cause from manufacturing process. The puncture locator and hemosheath from the event were measured and found within specification. The puncture locator was found within specification for snap lock dimension of the molded hub and the hemosheath cap hole ID dimension was within specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.